Manufacturer narrative:
(B)(4). (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.the other clip delivery system device is filed under a separate manufacturing report number.

Event description:
This report is filed for single leaflet device attachment with increased mitral regurgitation. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 2-3, with type 1 and 3b leaflet dysfunction and restriction, and thin, friable, tethered leaflets. Two mitraclips were implanted, reducing the mr to grade 1. Post procedure, both mitraclips had detached from one leaflet while remaining attached to the other leaflet (single leaflet device attachment-slda). One mitraclip detached from the anterior 2 leaflet and the other mitraclip detached from the posterior 2 leaflet. The mr had increased to moderate. There was no evidence of leaflet or tissue injury due to the sldas. Per physician, the thin, friable, and tethered leaflets are the most likely cause for the slda. Although the patient will be possibly offered surgical replacement, there has been no treatment yet performed. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (friable, restricted, thin and tethered leaflets). The reported worsening mr appears to be related to procedural conditions and due to the slda clips. There is no indication of a product quality issue with respect to manufacture, design or labeling.